Event description:
It was reported that during testing conducted at the user facility, the device would not stop running completely. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the user facility, the device would not stop running completely. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
During the device evaluation, it was noted that the trigger assembly was worn, which is a probable cause of the reported event of the device not ceasing to run completely.